Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high pacing thresholds and multiple fractures in the isolation coat close to the suture sleeve and on the extravasal part. The physician tried to replace this lead but was unsuccessful since there was no acceptable target vessels. Thus, the physician decided to cut off the broken part of the lead and added a competitor¿s adapter. Furthermore, the old device was replaced with another device to which the lead could be connected. High pacing thresholds were still observed, which the physician accepted. This lead was repaired and remains in service. No adverse patient effects were reported.